Manufacturer narrative:
Complaint conclusion: as reported, a 6x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter was delivered and inflated as an initial inflation without any issue. However, when it was removed, there was strong resistance felt and it could not be inserted to the same non-cordis sheath (4f) after angiography. The same saber was not being used for post-dilation. The procedure was completed using a non-cordis product. There was no reported patient injury. The lesion was the iliac artery, which was described as slightly tortuous with no calcification and 90% stenosis. The device was not used for a chronic total occlusion. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The device was not returned for analysis. A device history record (DHR) review of lot 17625610 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system withdrawal difficulty through guide/sheath¿ could not be confirmed as the device was not returned for analysis. The exact cause of the withdrawal difficulty could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, concomitant device factors or handling/procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber percutaneous transluminal angioplasty (pta) catheter (rx6mm4cm155) was delivered and inflated as an initial inflation without any issue. Then when it was removed, there was strong resistance felt and it could not be inserted to the same non-cordis sheath (4f) after angiography. The lesion was the iliac artery. There was no reported patient injury. The device was clinically used and will not be returned for analysis. The lesion was the iliac artery, which was described as slightly tortuous with no calcification and 90% stenosis. The device was not used for a chronic total occlusion. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The same saber was not being used for post-dilation. The procedure was completed using a non-cordis product.